Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer's daughter reported customer received an inaccurate high glucose reading (335 mg/dl) from their precision xtra meter. Customer's daughter reported customer was found on the floor "unconsciousness, moaning and groaning and very dizzy". Paramedics were called and transported customer to medical center where he was diagnosed with severe hypoglycemia and being treated with IV glucose and food.